Event description:
Per the clinic, the patient experienced a sore at the implant site (date not reported). The patient was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.